Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update (B)(4) 2015 - disc 208 pfs and medical records received. Pfs identified patient dor, dob, height and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2004 - dor: none reported (right hip). (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Updated 17 june 2015 -- no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.